Manufacturer narrative:
The event description states that the distal tip of the catheter separated and was retrieved on the wire. Additional information provided states that the device was torqued beyond the recommended revolutions without the catheter advancing. The turnpike IFU warns "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury." The most likely root cause for this failure is clinician misuse.

Event description:
Complex case where the turnpike lp was used for peripheral disease in the right lower extremity. Access from the left groin was obtained. It was identified that the turnpike was torqued beyond the recommended revolutions without advancement of the catheter. The turnpike catheter tip separated from the catheter. The turnpike catheter tip separated from the catheter, however, the tip came out of the patient on the guidewire, and nothing was left in the patient, and no harm to the patient was noted. Procedure was aborted after turnpike issue.